Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and was in the osmium of the lateral branch in the great cardiac vein. The lead was not able to pace in any vector at this location. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.